Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the pump exhibited a syringe plunger sensor malfunction. It was reported that it was not working. It is unknown if there was any patient involvement or adverse effects.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had plunger seal broken and bottom seal intact. The customer stated problem was duplicated. Replaced plunger board. Performed power up process, pm, occlusion test and all functional tests which passed. The cause of the reported problem was traced to the customer impact of the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.